Event description:
It was reported that during a during a water vapor therapy procedure for benign prostatic hyperplasia, four kits were opened and with all of them, the generator displayed error code 296 faulty delivery device: needle retraction error. The manual retraction was successful, but the needle would not re deploy. The generator was turned on and off, but the procedure could not be completed. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia.

Manufacturer narrative:
Boston scientific concludes that the reported allegations in this complaint have not been confirmed, as the product was not returned for analysis. Without a returned device, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during a during a water vapor therapy procedure for benign prostatic hyperplasia, three kits were opened and with all of them, the generator displayed error code 296 faulty delivery device: needle retraction error. The manual retraction was successful, but the needle would not re deploy. The generator was turned on and off, but the procedure could not be completed. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia.

Event description:
It was reported that during a during a water vapor therapy procedure for benign prostatic hyperplasia, four kits were opened and with all of them, the generator displayed error code 296 faulty delivery device: needle retraction error. The manual retraction was successful, but the needle would not re deploy. The generator was turned on and off, but the procedure could not be completed. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia.

Manufacturer narrative:
Upon receipt of this generator at our quality assurance laboratory, the device was thoroughly analyzed. The reported error 296 (faulty delivery device-needle retraction error) was unable to replicate and there were no error codes prompted during the functional testing. The device passed the power on self-test, and the syringe and delivery device were connected without problems. However, the event log was check and it was identified that the error code 296 was recorded several times confirming the event experienced by the customer. The issue reported that could be due to an electrical failure. The internal delivery device cable and the master control board (mcu) were replaced, and the generator was fully updated, therefore all the functional and electrical safety testing were successful.